Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed an error message during film mode which required a reboot in order to clear. There is no report of patient injury associated with this event.